Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina pectoris occurred. In (B)(6) 2017, the patient presented due to stable angina (ccs classification: 3) and was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 85% stenosis and was 15 mm long with a reference vessel diameter of 3.3 mm. Target lesion #1 was treated with direct placement of a 3.00 x 20 mm study stent. Following post dilatation residual stenosis was noted to be 0%. On the same day, the patient complained of increased shortness of breath on exertion, associated with left sided chest pain. The patient was treated with nitroglycerine which helped the chest pain improve. On that same day, the patient underwent stress test, the results of which revealed abnormal reports. The patient was diagnosed with atherosclerotic heart disease of native coronary artery with angina pectoris which was treated medically. The next day the event was considered resolved and the patient was discharged on dual antiplatelet therapy.